Event description:
It was reported that clots were evident in the filter chamber of a blood/solution administration set. The occurred during patient transfusion with blood. The reporter stated that about 15 min into the transfusion the unit was no longer infusing. Yellow fluid and small clots appeared in the administration set below the filter. It was reported that the administration set was primed with the unit of red cells only. The transfusion was discontinued and another set was used. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was received for evaluation; however, it was received in a condition in which testing could not be performed. A photograph of the device was available for evaluation. Inspection of the photograph found the reported clots in the set. The cause of the event could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: it is possible that if there were too many clots in the primary product, the clots could have clogged the filter; causing the infusion to stop. The filter was determined to have performed as designed. The product met specifications with respect to the reported problem.